Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had issues with the insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states a solid circle showing in the screen and then producing a very noisy squeaking sound from inside the insulin pump but not vibrating. Customer was not able to clear the alarm because the keypad was not working. Customer states that there was no response from any button. Customer states the minutes was change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.